Event description:
Related manufacturer reference number:2017865-2023-24602. It was reported that patient's right ventricular (rv) and left ventricular (lv) lead exhibited loss of capture and high threshold. High, out of range pacing impedance was also noted on the left ventricular lead. Programming changes were made. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable.